Manufacturer narrative:
Catheter model 8709, serial # (B)(4),implanted: (B)(6) 2005.

Event description:
It was later reported that no mass was present. The patient indicated having an increased amount of pain in the lower back/buttock/hip area. An MRI was ordered to rule out the possibility of a granuloma. Results of the MRI showed the spinal catheter entering at approximately the l3-4 level. There was no abnormal enhancement following contrast administration. The visualized retroperitoneum was grossly unremarkable and the paraspinal soft tissues were normal.

Event description:
It was reported that the patient had lumbar sacral magnetic resonance imaging (MRI) to rule out granuloma. The device system was used to infuse dilaudid (hydromorphone) and "other" drugs, unknown. It was reported "it's not baclofen." No further history was reported at the time of initial report. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).